Event description:
It was reported lead flipped over to the left. Pt had dramatic weight loss. Pt was redirected to hcp. At the time of this report, no further details were reported. Additional info was requested and will be provided when available.

Manufacturer narrative:
(B)(4).